Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an app crash alert occurred. No additional patient or event information is available. Data was provided for evaluation. Data review showed the presence of a structured query language (sql) error however the confirmation of an app crash is undetermined. The probable cause cannot be determined post investigation.

Manufacturer narrative:
(B)(4).